Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure during a case. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The positive end-expiratory pressure valve was calibrate to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).